Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6)2021.

Manufacturer narrative:
The reported event of inability to interrogate was confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested indicating high current drain, consistent with moisture damage, depleting the battery and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the emergency room for an unrelated issue. While there, the pacemaker could not be interrogated. Inductive interrogation was attempted with multiple programmers in different rooms, but it was still unsuccessful. A telemetry test was attempted, which failed. When a magnet was placed over the device, the device did not respond appropriately. A transmission from a year ago noted that the device had approximately 10 years of battery life remaining. There was no allegation of premature battery depletion from the physician. The device was explanted and replaced, and the patient was asymptomatic and in stable condition throughout.